Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('bad cramping') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), thrombosis ("clotting"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, thrombosis, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, genital haemorrhage and thrombosis to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: abdominal pain lower, genital haemorrhage, thrombosis, back pain, hip pain". Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('bad cramping') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis ("clotting"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, thrombosis, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, genital haemorrhage and thrombosis to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: abdominal pain lower, genital haemorrhage, thrombosis, back pain, hip pain". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.